Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported the customer jumped into a pool and water got into the insulin pump, which had a crack in it. Customer's blood glucose was 563 mg/dl, which was treated with manual injection. There was also fluid under the display of the insulin pump. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. The insulin received missing end cap sticker, minor scratches on lcd window, cracked case at reservoir tube window corners, reservoir tube window and cracked battery tube threads.